Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had increased cervical pain and a volume discrepancy occurred. The actual residual volume was more than the expected residual volume; specific volumes were not stated. In (B) (6) 2010, the physician was able to do a catheter access via the access port and free flow csf (cerebral spinal fluid) was seen. At that time, the physician did a catheter dye study and there was an excellent spread of the intrathecal contrast dye. It was discovered via x-ray, that a slight catheter kink was present. The pt underwent a catheter revision. The physician was unable to advance the catheter past the t7 level with success, so it was replaced at t10. There was free flow csf present at the t10 level. The physician decreased the pt's dosage after surgery due to the uncertainty of the medication delivery via the prior catheter and a possible obstruction at t7. The pt was admitted to the hospital for monitoring after surgery and for the dosage changes. The old catheter was cut into two pieces and metal instruments were used directly on the catheter during the removal. The pieces were discarded during surgery and will not be returned. The medications being delivered via the device system were bupivicaine, clonidine and hydromorphone. It was later reported that the length of the pt's hospital stay was unk. The pt requested oral pain medication because she felt the pump wasn't giving her adequate pain relief. Instead of doing a CT, the hcp ordered a MRI; the pt refused due to claustrophobia. The hcp planned to do an "open chamber MRI" to evaluate the possible obstruction in the way the pt can tolerate. It was unk where or when this procedure would be scheduled. Additional information has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)/pt): it was later reported that the device system was ¿hit or miss¿ in terms of efficacy. Regarding volume discrepancies, sometimes the actual residual volume (arv) was 2ml when the expected residual volume (erv) was 0ml. Other times the arv was 18ml with an unreported erv. It was also reported that when they ¿went back in¿, they created more scar tissue and the patient experienced pain. A pump replacement took place on (B)(6) 2013. During that replacement, they found a kink with catheter and that the patient was not receiving any medication. The catheter was replaced during the same surgery. At the time of the report, the patient had ¿bulging things¿ on her breasts, but had improved therapeutic effect and improved range of motion. It was also reported that one of the pump medications made it difficult to breath. At the time of the report, the device system was used to deliver clonidine, dilaudid, fentanyl and an unknown drug.

Event description:
Correction: during the catheter revision on (B)(6) 2010, the healthcare provider (hcp) attempted to advance the catheter past t7, ran into resistance and the catheter began to buckle, which was verified using x-ray. The hcp attempted to manipulate the catheter to advance it past t7 without success. He was not able to achieve cerebrospinal fluid (csf) flow from the catheter at the t7 level. Prior to the revision, the device system was used to deliver dilaudid 8.4mg/day, bupivacaine 2.1mg/day, and clonidine 84mcg/day. Immediately following the revision, the device system delivered dilaudid 20mcg/ml, 3.3mg/day, bupivicaine 5mg/ml, 0.8298mg/day and clonidine 200mcg/ml, 33.19mcg/day.